Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information notes that when the patient presented to the clinic for device replacement, during the procedure a threatened erosion of the device was observed. There was no evidence of major pacemaker issue. The device was successfully replaced and implanted. The procedure was uncomplicated and the patient was discharged the same day. A week later during a follow-up, it was noted that the wound was healing well with minimal swelling.